Manufacturer narrative:
Other applicable components are : product ID 3888-33 lot# va1cp79 serial# implanted: (B)(6)2015 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that lumbar stimulation coverage became insufficient. X-rays imaging was performed revealing migration and stretching of the distal portion of the electrode. The electrode was explanted and replaced by another lead. The issue was resolved at the time of report.